Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of white crystalized contamination in the auxiliary jet channel, the evaluation found the following non-reportable malfunction(s): worn adhesives on light cover glasses and distal end; stained insertion tube and light guide tube; scope connector had water leakage; down/left/right angles were not to specification; air channel and water channel blockage was evident; water flow and water removal was not to specification; electrical safety test failed and was not to specification. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited white crystalized contamination in the auxiliary jet channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.